Event description:
Information was received from a healthcare provider (hcp) regarding an implanted infusion pump for non-malignant pain. It was reported that the patient presented to the emergency room (ER) with overdose symptoms. The hcp was told that the pump was switched from fentanyl to dilaudid on (B)(6) 2025. The hcp asked to have a manufacturer representative (rep) visit the facility to turn the pump off.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.